Event description:
A report was received from global pharmacovigilance (gpv) by a nurse from the USA of touch contamination, abdominal pain, and peritonitis in a patient receiving peritoneal dialysis. On (B)(6) 2012, the patient reportedly experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for abdominal pain and peritonitis. During a follow call to the facility nurse on (B)(4), the nurse confirmed the patient was diagnosed and hospitalized on (B)(6) 2012 for peritonitis and discharged on (B)(6) 2012. The patient was treated with vancomycin and gentamycin (dose, route, frequency) were unknown. The cause of the peritonitis was a due to the patient using a hand towel rather than paper towels prior to performing peritoneal dialysis therapy. The patient was retrained regarding proper hand washing technique. The nurse reported the patient's peritoneal dialysis catheter has been removed, patient was placed on hemodialysis therapy, and is in the recovering stages from the peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was confirmed for use error- breach in aseptic because the patient was using a hand towel rather than paper towels prior to performing peritoneal dialysis therapy, which is a use error that can cause can peritonitis. A labeling review was found to be adequate and accurate that addresses the use error described in the complaint.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as the product code and lot number are unknown. A sample was not requested as this event involved a user error with no product allegation. A follow-up report will be submitted if additional information becomes available.